Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Pump was already cut open and found a disconnected j7 on pcba 1 and j6 connector loosely connected to pcba 1. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and detached end cap. Blank display was confirmed during testing due to disconnected j7 connector and j6 connector loosely connected to pcba 1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in pump case. The event involved products mmt-1712kl. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1712kl was returned for analysis.